Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: striated broken on anterior and a striated opening on radius. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. A striated opening on radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Device was explanted.